Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the patient had a pre-bav performed, after which the ds was being brought up around the arch. At some point during this, the patients blood pressure dropped and there was a change in the ECG. The blood pressure was treated medically while the valve was positioned. At 80% deployment, they realized that the patient continued to crash and so they removed the valve and ds. It was noted that the patient had experienced and aortic dissection and was placed on ECMO. Further intervention was given as an option, but ultimately denied. The patient passed away as a result. It's thought that due to the extensive calcium throughout the aorta, that the system disrupted a piece of the plaque and caused a flap which went down and covered the rca.

Manufacturer narrative:
It was reported that during navitor procedure patient's blood pressure dropped and was medically treated while the valve was positioned. The valve was deployed at 80%, however, due the patients hemodynamic state deteriorated and it was decided to recapture the valve and remove the ds from the body. The patient experienced an aortic dissection. Reportedly, the patient expired the same day of procedure. The device was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from field indicated that due to the extensive calcium throughout the aorta, that the system disrupted a piece of the plaque and caused a flap which went down and covered the rca. Based on the information available, the reported aortic dissection is possibly related to the anatomical and procedural condition (extensive calcium throughout the aorta). However, it is difficult to determine with certainty the exact cause of the reported event. The cause of patient death could not be determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the patient had a pre-bav performed, after which the ds was being brought up around the arch. At some point during this, the patients blood pressure dropped and there was a change in the ECG. The blood pressure was treated medically while the valve was positioned. At 80% deployment, they realized that the patient continued to crash and so they removed the valve and ds. The patient was placed on ECMO, after qqhich echo was performed and showed that the patient had experienced an aortic dissection. Further intervention was given as an option, but ultimately denied. The patient passed away as a result. It's thought that due to the extensive calcium throughout the aorta, that the system disrupted a piece of the plaque and caused a flap which went down and covered the rca.